Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The customer was informed to continue using the pump and to reach out if the malfunction recurs, which it did not after being reset.